Event description:
A patient was prescribed testosterone for gender affirming hormone therapy. Prescriptions were sent to an outpatient pharmacy for testosterone, 25g needles, 21g needles, and 1 ml syringes with instructions to inject 0.25 ml (50 mg) weekly. The pharmacy substituted 1ml syringes for 3ml syringes and the patient subsequently injected 2.5 ml (500 mg) weekly of testosterone.